Manufacturer narrative:
Lhr: a device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot l0028st was manufactured under normal conditions. Patient: corneal ulcer, infection bacterial. Device: contact lens. Device labeling single use or reuse. Method: device not returned. No evaluation will be performed. Conclusions: unable to confirm complaint. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Event description:
Information received from our affiliate in (B)(6). Our affiliate was notified on (B)(6) 2014 that 3 patients were treated in the same hospital with infectious corneal ulcers. In all three cases the worn lens was cultured and growth of pseudomonas a was detected. Few details are known regarding the individual patients. This event is to report a patient wearing acuvue oasys brand contact lenses. The patients were using any of three care solutions: renu, cyclean or maxima. The details of each case are not provided. We are continuing to investigate and will provide updates as information becomes available. Our affiliate noted that the region where the events occurred is near the (B)(6) border in a conflict zone and this may affect sanitation in the region. The information further indicated "the water in rivers and lakes of (B)(6) region is infected, swimming is strictly prohibited through two patients deny that swimming took place." The other 2 events are reported in 1033553-2014-000083 and 1033553-2014-00084.